Manufacturer narrative:
The device was not explanted. The stimulation is currently off. The patient is following up with the neurologist. Nevro is awaiting the prognosis.

Event description:
It was reported to nevro that a patient experienced seizure and was hospitalized. The patient was implanted 5 months back and recently went through a programming adjustment. The patient did not require treatment for seizure as it did not reoccur. During follow up with patient's primary care physician, a CT scan revealed a stroke. The patient is being monitored by neurologist for the stroke. In the meantime, the therapy remains off.

Manufacturer narrative:
Follow-up report indicated that the patient has recovered and therapy has been turned on. The patient is currently working through the algorithm. The manufacturing records were reviewed and no nonconformities were found.